Manufacturer narrative:
The device has not been returned for investigation as it remains in-situ. Root cause is unable to be determined at this time.

Event description:
Information was received that a revision surgery is planned for (B)(6) 2020. It was reported that the right side rod shows a fractured pin. No patient injury was reported.